Event description:
Hospital reported: during a laparoscopic procedure, the electrode in use stopped working. When electrode was removed, the isolation was found to be damaged and a slight burn mark was observed on tissue surrounding the trocar puncture site.

Manufacturer narrative:
User facility did not return the device to richard wolf for evaluation as of 06/01/2012, therefore, a full investigation could not be completed. Reports on this device were reviewed, this facility has reported no problems with this device in the last ten years. Labeling was reviewed and found to be adequate, i.e. Intended use, indications and field of use, preparation and cautions. Richard wolf considers this matter closed. However, in the event we receive the device or additional information is received, we will provide FDA with follow-up information.